Event description:
When the hospice caregiver put patient on the shower chair, a clip pulled away from the seat requiring caregivers to hold/support patient "in order" to keeping him from falling to the ground. No injuries were reported.

Manufacturer narrative:
Device was not available for inspection at this time. An email was sent requesting additional information.